Event description:
During transapical tavr, the 26mm sapien xt valve landed in a too aortic position, 10:90 aortic/ventricular (a/v), requiring deployment of a second valve. Severe calcification of the ascending aorta (porcelain aorta) and aortic hypoplasia beginning at the sinotubular junction (stj) were noted on the patient¿s pre-screening CT scan. A left mini thoracotomy was performed to expose the apex of the heart and a 24fr sheath was placed in the ventricle. The operator decided not to pre-dilate with bav to minimize rapid pacing. At maximum inflation, the valve shifted ventricular and landed 10:90 a/v. Upon review of the echo and fluoroscopy post deployment, it was deemed a second valve was needed to anchor the first valve and achieve a better valve position. A second valve was deployed 20:80 a/v. The sheath was removed and the apical incision was closed. The final tee showed trace-mild paravalvular leak (pvl) and no central aortic insufficiency (ai). The patient was stable at the time of the report. The ventricular shift during deployment was attributed to the aortic hyperplasia.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case as reported, the aortic hypoplasia is a likely contributing factor to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.